Manufacturer narrative:
No lot or serial number was provided; therefore, device history record review could not be performed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
Adverse event.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time. A DHR review was unable to be completed as no lot number was provided.

Event description:
It was reported by the patient that over the years while using bivona trach tubes, they has noticed darkening around the trach site and massive amounts of pus around the tracheal hole. The mucus is almost like a cement glue consistency. They said that whenever they switch back to shiley trachs, the issue resolves almost instantly. They feel that there is something they is allergic to on the bivona trach and would like to have that investigated as the bivona trach is more suited for their needs compared to the shiley.